Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the right atrial lead was pacing in high output and stopped working a couple of years ago. The lead was capped and replaced.